Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was obtained: 8 days post surgery: insufficiency; surgery to overcome the insuffiency; patient is fine and at home; we have written confirmation from the (B)(6) for the mentioned case that the reported event is not related to our device. Additional follow up is being down to clarify this written statement. There is no additional information available.

Event description:
It was reported that during a hemicolectomy procedure, after using at the ileum five minutes later the staple line got open and they sutured by hand. No further information is available.

Manufacturer narrative:
(B)(4). Additional information received: clarification to the statement from the chief surgeon: ¿translation of the written confirmation from the chief surgeon who is the medical expert stated that in his opinion neither our device nor the handling of the device caused the reported events.¿ in addition, the file was reviewed by the ees medical safety officer who supports the decision to revise the file to not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.